Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump generated alert 38 indicating consecutive stalled motor, which recurred three times after multiple restarts, and the patient was instructed to restart, verify charge level, and then discontinue use; the device was replaced and the patient was advised to use backup therapy, continue cgm, and shut down the original unit prior to return. Symptoms included no reported adverse clinical effects, and the patient¿s blood glucose remained stable at 157 mg/dl. Outcomes included device replacement and temporary interruption of automated insulin delivery with use of backup therapy. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.